Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was supported with a biventricular assist device (bivad). It was reported that there was no low battery alarm for slot b. It was noted that the device alarmed when the battery in slot a was almost depleted. It was also noted that the emergency battery was almost depleted. The driver was noted to be "very loud." The driver was changed to back-up driver and will be returning for service. No further information is available at this time.